Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been sick for 4 weeks with a kidney infection and was in the hospital for 3 days. Patient had no control over their urine flow and was going (B)(6) times a day and wetting their clothes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the health care provider had not been notified of the patient not having control over urine and going 18-20 times, and that the cause was presumed to be a urinary tract infection. The health care provider was following up for a urine culture. There were no further complications reported.